Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to low battery status, further troubleshooting was not performed. On (B)(6) 2016, the device was explanted and replaced with a competitor device. The patient was in stable condition and was discharged the same day.

Manufacturer narrative:
The customer¿s complaint of backup operation was confirmed. The device was received in backup mode. Backup occurred due to multi-byte code corruption consistent with a clock synchronization error in the combo integrated circuit. A software download was performed to restore the device, and no anomaly was noted. Device was running above elective replacement battery level before backup occurred and now has reached elective replacement battery level after code download. Electrical analyses performed after download, including vibration test and output waveform measurement indicated normal device characteristics. The implant duration exceeds the total projected longevity based on attached field setting and considered normal battery depletion.